Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from field service engineer, omsc concluded that the reported phenomenon was attributed to the failure of the video transmission between endoscope and the processor due to the dust or the dirt was adhered to the electrical contacts of the video connector. Olympus stated the appropriate handling of otv-s190 and the counter measures against abnormalities in the instruction manual of otv-s190.

Manufacturer narrative:
The field service engineer visited the facility and checked the subject device and found that the reported phenomenon could not be duplicated. The field service engineer didn't change spare part, only cleaning it. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was displayed intermittently.there was no report of patient injury associated with the event.